Event description:
Note: this report pertains to one of two problematic devices used in the same procedure. Manufacturer report # 3005099803-2010-05022 addresses the first ultraflex stent, while manufacturer report # 3005099803-2010-05023 addresses the second stent. It was reported to boston scientific corporation that two ultraflex tracheobronchial partially covered stents were used during a bronchoscopy procedure within the trachea on (B)(6) 2010. According to the complainant, after successfully placing an unknown guidewire, the physician attempted to advance the first ultraflex stent to the target site (this device the subject of manufacturer report # 3005099803-2010-05022). However, once the stent reached the stricture location, it could not be advanced any further. The device was removed and the physician noted that the distal tip had been partially deployed. The physician attempted to use another ultraflex stent when the same issue occurred (this device the subject of manufacturer report # 3005099803-2010-05023). The procedure was ultimately completed by using a different type of ultraflex stent and the same guidewire. The stricture was a tumor situated about 4 to 5cm from the carina. The anatomy was not tortuous, and the stricture was not predilated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on (B)(6) 2011. According to the complainant, initially the device was inserted over the guidewire until it stuck and could not be advanced any further. The nurse then removed the system out of the patient and left the wire in place. The distal tip was cut off as the complainant thought that this caused the issue. The device was then re-inserted but still could not passed through the stenosis.

Event description:
*Note: this report pertains to one of two problematic devices used in the same procedure. Manufacturer report # 3005099803-2010-05022 addresses the first ultraflex stent, while manufacturer report # 3005099803-2010-05023 addresses the second stent. It was reported to boston scientific corporation that two ultraflex tracheobronchial partially covered stents were used during a bronchoscopy procedure within the trachea on (B)(6), 2010. According to the complainant, after successfully placing an unknown guidewire, the physician attempted to advance the first ultraflex stent to the target site (this device the subject of manufacturer report # 3005099803-2010-05022). However, once the stent reached the stricture location, it could not be advanced any further. The device was removed and the physician noted that the distal tip had been partially deployed. The physician attempted to use another ultraflex stent when the same issue occurred (this device the subject of manufacturer report # 3005099803-2010-05023). The procedure was ultimately completed by using a different type of ultraflex stent and the same guidewire. The stricture was a tumor situated about 4 to 5cm from the carina. The anatomy was not tortuous, and the stricture was not predilated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned device presented with the distal end of the stent partially deployed. Additionally, the distal end of the shaft had been cut off. During analysis, it was possible to advance a .038 inch guidewire through the delivery system without issue. There were no other issues noted with the device. The condition of the returned device was consistent with the complaint event. Based on the additional information received and the condition of the returned device, the most probable root cause is being attributed to user error; the reported issues most likely occurred after the tip was cut off and then the device re-inserted into the patient. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.